Event description:
This is a report of an adverse event occurring in a pt enrolled in the us barrett's rfa registry. The pt is a male with high-grade dysplasia in barrett's esophagus. The pt had an endoscopic mucosal resection followed three months later by focal ablation. Four days after focal ablation, the pt was admitted for three days to the hospital for complaints of difficult and painful swallowing. He was provided with intravenous fluids and pain control. A contrast swallowing study was performed and was normal. Approx three weeks after discharge from the hospital, the pt underwent endoscopy which showed some persistent ulceration of the ablation zone consistent with prior ablation (and expected 1 month after ablation). The physician reported that the adverse event was resolved after performing the endoscopy. Per the physician report, the adverse event severity was severe, the relationship to the device procedure was definite, and there was no device malfunction.